Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a left-sided 475cc mentor memorygel breast implant and a right-sided 425cc mentor memorygel breast implant. Post-operatively, the patient experienced dissatisfaction with the size of her implants. As a result, the patient underwent an implant exchange procedure. During surgery, it was discovered that the patient experienced a rupture of her right prosthesis. The patient underwent removal and replacement with a left-sided 550cc mentor memorygel breast implant and a right-sided 500cc mentor memorygel breast implant on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-15311 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 03, 2024, mentor received the device for evaluation. On january 08, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Manufacturer¿s reference number: (B)(4).